Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced a kinked cannula. Her blood glucose level was 348 mg/dl which was treated by correction bolus via pump and also, she had blleding on site. The issue occurred wih two similar types of infusion sets and site was abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.